Event description:
Healthcare provider (hcp) looking to confirm explant details for scs. Hcp reported an operative note indicates that the patient (pt) did not want the scs anymore as the therapy had "not significantly helped her abdominal pain" (which is why the scs was placed" and pt was "still having pain". Hcp states the implantable neurostimulator (ins) and leads were explanted on (B)(6) 2021. Hcp read from the operative report (note agent documented what they were able to transcribe, hcp was speaking quickly and unclearly): "fluoro removed complete removal of hardware, the stimulator was removed and then given the development of pocket neuritis failure to conserve measures she is aware once her device is removed she will have more pain again, electrodes pulled and extracted through epidural space, all contacts accounted for, fluoro confirmed complete removal of hardware the silk sutures were count down." Historical info provided during call: hcp also noted that notes in pt's chart state pt had an ipg replacement and "lead revision" in 2019.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said that they were ask to return the device which made then angry because they pain for it. Patient said that it was removed 4 years ago and the doctor who did that was no longer in practice. Patient mentioned they are getting burned and they had 3 revision surgery and just decided not to use it anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.